Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 09-may-2024, it was reported by the patient that he receives an alarm and hyperglycemia episode. In troubleshooting it was found that blockage is located at site. High blood glucose level displayed high and was treated with correction bolus via pump. No further information was available.